Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 1). An additional supplemental emdr was submitted to represent the kugel hernia patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: ni-ni-ni ¿ patient had right inguinal hernia underwent repair with implant of perfix plug. (Device 1) on (B)(6) 2009 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with partial excision of perfix plug (device 1) implant of kugel hernia patch (device 2). Per op notes, ¿the direct hernia sac was encountered. The previous plug (device 1) was visualized which was seen to be tenting in the peritoneal cavity. The preperitoneal space was developed medial and posterior to the prior plug. Small amount of adhesions was noted in the peritoneum was divided. The preperitoneal space was completely developed. The decision was made to remove the part of prior plug (device 1) that was pushing the preperitoneal space. The entire perfix plug (device 1) was not removed due to its close proximity with femoral vein. The tip of the perfix plug that pushed the peritoneum was excised and removed. A medium kugel hernia patch (device 2) was placed and sutured.¿ on (B)(6) 2011 - patient was diagnosed with right groin pain thereby underwent laparoscopic repair with excision of sutures. Per op notes, ¿the previous skin incision was excised. The bulge of identified and was consistent with retained sutures. Sutures were removed. The previously placed kugel patch (device 2) was visualized and appeared completely normal. There was no evidence of hernia recurrence. The area of bulge was in the middle of the kugel patch (device 2). It was felt that this may represent some mesh (device 1) in the anterior position. The skin was closed with sutures.¿